Event description:
It was reported the complainant stated "patient was intubated on friday evening, tube placement confirmed. Later there was found gross leak around vent cuff causing alarm."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was further reported that the patient had tube exchanged and was given more sedation. Once the tube was removed, it was checked after extubation, the cuff was re-inflated and determined no leaks. It was thought the tube was previously not inserted far enough in airway or other physician related cause. No injury to patient . No sample was received from the customer. Only an e-mail dated (B)(6) 2014 and additional picture with evaluation results on (B)(6) 2014 was received. Based on the product lot number provided by customer, the assembly work order was retrieved to assist in investigation. Review of assembly batch record revealed that there is 1.4% of leak at balloon and 0.9% of leak at pilot balloon was detected during leak test process and the defective tubes were rejected and discarded. Review of the outgoing quality survey (oqs) report for the past one year (2013) did not reveal any associated defect detected during the functionality testing. Review of the risk assessment file does cover potential cause and it's controlled. Review of the complaint trend within year 2009 to 2013 for the leak issue, statistically there is significant positive trending was observed as there is a reduction in complaint cpm over the years. Trend analysis for the cuff leakage na pilot balloon leak including in-process and outgoing based on the batch records for this particular product (35216) for the past 6 months showed it could be seen that leak products had been detected and segregated during 100% inspection in production stage, which was reflected in outgoing results where no leak was found. The sample was received by at lab in the fal with the cuff inflated. After decontamination the tube was inserted into a beaker of water with the cuff submerged. The cuff was inflated. No leakage was observed. The cuff was squeezed and manipulated, still no leakage was observed. The inflation line and pilot line balloon were submerged. No leakage was observed. Finally, the connection of the inflation line to endotracheal tube was submerged. No leakage was observed. The reported failure was, not reproduced in the lab. Based on complaint trending and leak trending did not show any significant abnormalities. In addition, kcc products are manufactured according to product specification at the point of product release. Furthermore, based on the sample evaluate performed by customer clearly indicated there is no leakage was observed. Thus, no further evaluation needed and complaint can be considered closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.